Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use is unknown when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the ceiling suspended lead shield is broken. Fse installed arm and shield (61x76 rad shield w/arm). After installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ceiling suspended lead shield was broken. No harm was reported to philips.